Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. Additional information added to field: h3 and h6. The device was returned for evaluation and the customer's reported issue was confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. It is likely the damage to the ceramic tip was caused by either a thermal induced impact, wear and tear, improper handling, or a mechanical overload (such as from a fall, shock, or similar stress). It cannot be determined with certainty, whether there was a pre-existing damage/wear or if the damage to the ceramic insulating insert occurred during last reprocessing or during last usage. The event can be detected by following the instructions for use (IFU) which state: ¿4 before use warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the resection sheath ceramic tip broke off. It is unknown when the issue occurred. There were no reports of patient harm.